Event description:
A malfunction alarm was reported with a code of malf 16. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl; there was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy, and technical support arranged to replace the pump. The customer was instructed on how to return the faulty pump and agreed to do so within 10 days.